Manufacturer narrative:
The insulin pump passed the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. The insulin pump received with cracked case at display window corners, cracked battery tube threads, scratched display window, missing end cap sticker, and slightly loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had loose/protruded drive support cap and motor error alarm. The blood glucose at the time of the incident was 10 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.